Event description:
According to the reporter: sutures breaks. All knots still intact, and pt had to be sewn back up at (B)(6) university. "Wound opened once pt got him and had to go back in for reop."

Manufacturer narrative:
(B)(4).